Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the iesu returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, there was a c-34 error. The issue was identified during the procedure with ports placed. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer if it was possible to perform a power down of the vio integrated electrosurgical unit (iesu) generator. Before the customer called the tse, they had tried to change the monopolar and bipolar cables, but the issue reoccurred. The tse asked the customer to check the generator settings, but they were in a good position. The tse asked the customer if it was possible to connect another device. The customer connected the force triad generator to continue the procedure. The procedure was completed with delay of less than 15 minutes. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors.